Manufacturer narrative:
H6: the previously applied device code a2303 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was clarified that the previous events indicated were incorrect. The patient was instead quite thin and the pump was not implanted deeper. The healthcare provider could palpate the reservoir site through the skin. It was further clarified that the healthcare provider did not aspirate 88 cc out of the pump. The healthcare provider has been performing baclofen pump implantations for about twenty years and have refilled every pump that they had implanted. The healthcare provider was in the pump¿s reservoir. No pocket fill had occurred. The healthcare provider had withdrawn from the pump and filled with 40 cc. They then had used the withdrawn medication to clear the line into the pump. The healthcare provider however did not get the usual end point they expected. The patient went to the emergency room and was fine. They had since refilled the pump one time with no incident.

Event description:
Information was received from a foreign healthcare provider regarding a patient who was receiving baclofen with concentration 2 mg/ml at an unknown dose rate via an implantable pump. It was reported that the physician went to refill a patient's pump today and was able to push in 45 ccs of baclofen. It was further indicated that the physician first aspirated the expected 88 ccs out of the pump. The physician was then able to push in 45 ml of drug. The physician stated they were "as certain as he's ever been" that he was in the pump's reservoir. The physician withdrew as much drug out of the pump (got 41-42ccs back) and it was clear. They filled the pump with 40mls and sent the patient to emergency department (ed) for monitoring. The patient was asymptomatic and they did not see any irritation or swelling near pump site. It was described that the pump was implanted deeper and patient was a little heavier, paraplegic. Possible pocket fill and potential overdose was being considered. It was confirmed that the physician used the manufacturer's refill kit, the smaller gauge needle, and a 20 ml syringe. Monitoring the patient for symptoms, using fluoroscopy for future refills and doing a lateral x-ray to show position of bellows was being considered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.